Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. The customer alleged that the pump's basal-iq software was not suspending insulin as intended. Bg was treated via consumption of carbohydrates. Tandem technical support was unable to confirm the reported issue as multiple contact attempts were made by tandem technical support to obtain pump data for review and additional information regarding the event; however, no response was received from the customer.